Event description:
This report is filed on the second mitraclip (cds0201/40916u1/(B)(4)) that was caught in chordae and after clip deployment, the deployed clip may have detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that during the procedure the first mitraclip was implanted reducing mitral regurgitation (mr) from grade 3-4 to moderate. As the second clip delivery system (cds0201/40916u1/(B)(4)) was advanced there was some slight bowing of the delivery catheter (dc) shaft as the cds approached the valve and the clip ended up more medial than expected. When the cds was advanced in the left ventricle, the clip became caught on chordae. Attempts were made to remove the cds from the chord and after 5 minutes of trying, it was decided to deploy the clip where it was. It was thought that both leaflets were grasped, but some chordae was in the posterior clip arm. There appeared to be a good grasp of the anterior and the posterior leaflet. Echocardiogram confirmed that the leaflets were secure and the second clip was deployed. Mr was reduced to 1. The patient was cardioverted one time to treat pre-existing atrial fibrillation. The cds and steerable guide catheter were removed from the anatomy and the groin was closed. The patient was cardioverted a second time. It was then noted that echocardiogram showed mr was back to 2-3+. The 3d echo showed the clip was no longer properly attached to the posterior leaflet. The second mitraclip was confirmed attached to the anterior leaflet. It is unclear how much of the posterior leaflet remained inside the mitraclip after the second cardioversion.

Manufacturer narrative:
(B)(4). The mitraclip was either completely off the posterior leaflet or it was possibly still partially on the posterior leaflet. The patient was stable throughout the procedure. There was no evidence of chordal rupture. No additional information was provided. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Bends in the delivery catheter shaft resulting in difficulty positioning the clip and the clip caught in the chordae can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. With respect to the patient condition, procedural conditions and/or user technique, bends in the dc shaft resulting in difficulty positioning the clip and the clip caught in the chordae may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, a definitive cause for the reported device issues cannot be determined. There is no indication of a product deficiency. Potential causes for the slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. In this case, the physician had reported that there was no leaflet flail, but the posterior leaflet had a moderate prolapse with mixed etiology, and there was a little bit of posterior restriction on the medial part of the valve. The patient had a history of prior cardiac surgery as evidenced by sternal staples. The patient was noted to have a prior history of atrial fibrillation. The patient was cardioverted to treat the pre-existing atrial fibrillation; after the second cardioversion, the mr was noted to have increased to 2-3+, and the clip appeared to have detached from the posterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency with respect to the slda. Based on the information reviewed, there is no indication of a product deficiency.